Manufacturer narrative:
D4: the UDI is not known as the part and lot number were not provided. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the part and lot numbers not provided. The device was used in the superficial femoral artery. It should be noted that the electronic prostyle instructions for use (eifu), states: do not use the perclose prostyle smcr system is the puncture site is located in the superficial femoral artery or the profunda femoris artery, or the bifurcation of these vessels, since such puncture sites may result in a pseudoaneurysm, intimal dissection, or an acute vessel closure (thrombosis of small artery lumen). It is unknown if the IFU deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: patient codes 2422, 2135, and 3160 were removed. Patient code 4582 was added.

Event description:
Subsequent to the initially filed emdr, additional information was provided: in the opinion of the physician, the perclose device did not cause the occlusion/dissection that resulted in the perforation. No additional information was provided.

Event description:
It was reported via a summary article that during the use of a perclose device in the right superficial femoral artery (rsfa) relative to a transcatheter aortic valve implantation (tavi) hemostasis was difficult to achieve. Postoperatively, there was mild elevation of lactate dehydrogenase and creatine phosphokinase, decreased ankle-brachial index (abi), and dissection/occlusion of the access site was noted on imaging. The left common femoral artery was accessed to perform endovascular treatment to relieve the occlusion in the rsfa; however; this was unsuccessful. Access was obtained on the peripheral side of the rsfa, and a stent was placed but, the occlusion and dissection migrated to the peripheral access site, resulting in a perforation. A stent graft was used to close the puncture. The postoperative abi returned to similar numbers of that before the tavi. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date of procedure. H6: device code 1494 - incorrect anatomy. Attachment: japanese summary article.